Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid effluent. The cause of peritonitis was not reported. It was reported that the patient visited the hospital due to the event; however, it was not reported if the patient was hospitalized. The patient received an unspecified treatment for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.